Event description:
It was reported that during a lung resection the staple line leaked and the cartridge was damaged. The pt experienced a hemorrhage and a conversion was necessary. The pt lost an unk amount of blood, but no transfusion was required. Pt is doing well with no further consequence.